Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post operative abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced an intra abdominal abscess. Under the front abdominal wall, above the entry point of the peg, there was a visible collection of dense fluid and air (8.5 x 4 x 5.5 cm, approx. 80 ml). The abscess extended along the front of the left liver lobe high below the xyfoid to the level of the diaphragm. The patient was treated with antibiotic cefazolin 2 g/24 h IV for 21 days and metronidazole 500 mg/8 h IV for 22 days. There were no surgery performed and no culture of the abscess was available. On an unreported date, the abscess recovered and the patient was released from the hospital on (B)(6) 2018.